Event description:
It was reported that a pt had their vns explanted for an acute wound infection after implantation. The pt was four years old and developed an acute wound infection who had a tendency to scratch the site after implantation. The complication resolved following antibiotic treatment. The info was received from an article. Good faith attempts are being made for additional details surrounding the event.

Manufacturer narrative:
Article. Major p, thiele ea, vagus nerve stimulation for intractable epilepsy in tuberous sclerosis complex, epilepsy behav (2008), doi: 10.1016/j.yebeh.2008.04.001.